Event description:
Boston scientific received information that this patient was undergoing a mitral valve repair. A magnet was placed over the device, however the patient received 8 shocks from the noise during the procedure. A second magnet was placed over the device (double stacking the magnets) and this resolved the issue. No adverse patient effects reported. Additional information received from the local sales representative states that it was believed that therapy was exhausted as the patient was in ventricular fibrillation until the end of the procedure and 8 shocks were delivered. No other adverse patient effects reported from the procedure.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available this investigation will be updated.